Manufacturer narrative:
Update 5/27/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, squeaking, and increased metal ion levels (confirmed by labs). A small trochanteric fracture was noted to be caused by wear. The stem is being added to the complaint and part/lot is being updated for the liner and head. The complaint was updated on:6/14/2016. Examination of the reported devices was not possible as they were not returned. Review of the femoral head device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No reports were found against the remaining product/lot code combinations in a search of the complaints databases. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain. Update (B)(6) 2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, squeaking, and increased metal ion levels (confirmed by labs). A small trochanteric fracture was noted to be caused by wear. The stem is being added to the complaint and part/lot is being updated for the liner and head.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).